Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive results of patient samples when tested with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. Because of the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer provided neither return the supposedly defective product for investigational testing nor the patient samples that had caused false positive test results. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. Based on the image provided by the customer the complaint is classified as confirmed. But nevertheless the retention sample reacted as expected. The complaint sample was not provided. Due to the absence of the correct image files the cause of the false positive reactions on the instrument could not be investigated. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive results of patient samples when tested with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. Because of the discrepancy between forward and reverse typing the ih-1000 stated, "abo not interpretable" and no incorrect results were released. The customer did neither return the supposedly defective product for investigational testing nor the patient samples that had caused false positive test results. Therefore, our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The investigation of the instrument files is still ongoing.